Manufacturer narrative:
Chemistry results indicated that the ir spectrum testing revealed that the material was similar absorption characteristics when compared to rubber adhesive like material. It was indicated by manufacturing that there is no material like rubber used during our manufacturing process. It cannot be determined if the substance came in contact with the catheter during device handling at the hospital. A device history record review was completed and it was confirmed that the device met specifications upon distribution.

Manufacturer narrative:
The reported defect of "balloon did not inflate" was confirmed. As received, unknown material was observed on the balloon at the distal bond. The balloon failed to inflate due to balloon leakage. The balloon and the catheter body were immersed in water to visually determine source of leakage. Balloon leakage was observed through a bond separation at the distal bond. There was residual adhesive observed at the bond. The contamination shield, syringe and introducer were not returned. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body. The catheter was sent to chemistry for further evaluations. Investigation is in process.

Event description:
It was reported that the balloon did not inflate before use. There were no pateint complications.